Event description:
The nurse states that the patient heart rate on the defibrillator slowly went down to zero then slowly came back up to 20. She manually checked the heart rate of the patient and it was normal. Biomed test the defibrillator with a simulator and found that the heart rate on the defib went down from 60 to 48 then back to 60 after a couple of seconds. Manufacturer response: for defibrillator, r-series defib (per site reporter). We sent the unit in for repair.